Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02871 and 02872) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02871 and 3007042319-2015-02872) submitted for devices related to the same event.

Event description:
It was reported from the hospital that the patient had multiple electrical faults. The external inspection from the perfusionist showed "no driveline damage or other issues." Hospital said to have sent log files and schedule a driveline cleaning with the manufacturer representative. On (B)(6) 2015 the manufacturer representative performed a driveline cleaning. During procedure it was said that there was "visible contamination within the driveline connector and controller socket that looked like dried greenish substance." Also "small dots of blood were noted on the inside of the rubber boot." The cleaning procedure was performed and the contamination was removed from the driveline connector. It was stated that the cleaning was performed with two pump stops of approximately "60 seconds each." Additionally an elective controller exchange was performed and it was said that the "patient tolerated the pump off time and procedure very well." It was stated that after controller exchange patient had "no issues. No additional information provided. Investigation is ongoing.